Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 814:04 on channel c was confirmed during product evaluation. The root cause was determined to be an inoperable air in line (ail) printed circuit board (pcb). The ail pcb was replaced to correct this condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.

Event description:
The facility reported a colleague infusion pump with failure code 814:04 on channel c. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.